Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or duplicate the customer¿s reported e315 error code. Service found that the angulation in the up direction, and the gap of the up/down knob, were out of specification, due to wear of the angle wires. The objective lens was dirty, and an image defect was observed, due to a stain on the objective lens. Corrosion was observed at the scope cover unit and scope connector, due to fluid ingress. The rubber adhesive was broken, and scratches were observed on the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an e315 error code (scope error) occurred while preparing the subject device for use, prior to an unspecified diagnostic procedure. The intended procedure was completed using a similar device, without a delay in the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported problem (error message e315). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the internal electrical components of the device were damaged by water invasion. The water invasion likely resulted from a mishandling of the device. The device was potentially mishandled in the following ways: the connector cap of the leakage tester was attached to the venting connector of the device. As a result, water may have adhered to the internal components. The connector cap of the leakage tester was attached/detached to the venting connector of the device while it was under water. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.